Event description:
The distributor reported that hair like matter was noted on the tubing upon inspection of product.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: an evaluation of the complaint sample was not able to confirm the presence of debris on the catheter tubing. Small debris was identified outside of the component wells in the primary tray. The investigation was not able to identify the type of debris or the source of the debris. A review of applicable manufacturing procedures identified specific steps of the manual placement of all components inside the finished good tray. It was noted that assembly is performed in a controlled manufacturing environment and the quality plan for this product provides detailed requirements regarding debris on the product. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation evidence, the root cause for this failure mode was identified as debris on a component during its placement in the finished good device. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.